Event description:
It was reported that this right atrial (ra) lead dislodged, and loss of capture was observed. Surgical intervention was performed to reposition this lead; however, the helix mechanism would not extend normally. The lead was explanted and replaced with a new one. No additional adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that this right atrial (ra) lead dislodged, and loss of capture was observed. Surgical intervention was performed to reposition this lead; however, the helix mechanism would not extend normally. The lead was explanted and replaced with a new one. No additional adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. The dislodgement allegation could not be confirmed by product analysis. The failure to capture allegation was likely related to the dislodgement. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.